Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed displacement test, selftest, sleep current measurement, and active current measurement. No failed battery alerts or power anomalies noted during testing however, power graph shows unexpected battery power loss at different time periods, problem isolated to electronic assemblies. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failure alarm. After performing self test battery failure occurred was found. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.